Event description:
It was reported that patient underwent total left hip replacement in 2007, in which she received a durom cup acetabular component. Post-op, patient has been experiencing pain and her surgeon has recommended revision, which is not yet scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.